Event description:
Information was received from multiple sources (manufacturer representative, user facility, distributor) regarding a product used for spinal therapy. It was reported that the outer packaging of the cement was wet upon receipt, and it was suspected that a liquid container may have leaked or broken. There was no patient involved and no further complications or symptoms reported.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is taiwan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# cx01a, lot# el70354 visual inspection confirmed the polymer in the vial has leaked in the package and on the package of the cement powder. The vial appears to have been damaged during the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.